Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. It was believed the pump was delivering fentanyl and bupivicaine but was not certain. The date of the event was (B)(6) 2017. It was reported the patient was feeling miserable. During a refill on (B)(6) 2017 the hcp checked the reservoir and noticed a large volume discrepancy. The actual residual volume (arv) over 11 ml was greater than expected residual volume (erv) 3.5 ml. The hcp tried to aspirate from the catheter access port (cap) but was not able to. The hcp changed the concentration from higher to lower and chose not to do a bridge bolus since they did not know where the drug was going. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the patient on 2018-jan-03. It was reported that the pump was used to deliver fentanyl [2000/mcg/ml] at an unknown dose and bupivacaine (concentration and dose unknown). It was reported that the patient stopped getting relief from the pump in (B)(6)2017. It was noted that the patient had his present pump placed on (B)(6)2017. It was asked but unknown if this was considered a sudden or gradual change in therapy/symptoms. The patient reported that then, "about ten days ago" in (B)(6) 2017, he found out he had a kink in the pump catheter. It was stated that he underwent surgery to have the catheter fixed. It was stated that he is getting relief and it is working okay. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8780, (B)(4), implanted: (B)(6)2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was confirmed that the volume discrepancy was noted at the first refill post replacement in (B)(6) 2017. After the replacement the patient left the country and the complaint started sometime when he was out of the country. A catheter revision was planned for (B)(6)2018. After the revision was complete the representative reported they used an 8784 kit and removed 37 cm from it as well as 11 cm from the existing catheter in addition to the original pump connector. Original = 73.7-37=36.7 new pump segment. The spinal was 58.4-11=47.4 cm. A portion of the catheter will be sent back to the manufacturer.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete, returned in segments. If information is provided in the future, a supplemental report will be issued.